Event description:
It was reported the system would hand up during the boot process. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system (gpos), hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.